Event description:
Procedure type: gastrectomy. According to the reporter: the idrive was set a fully charged battery, handle symbol lighted properly. Set an adapter, adapter symbol lighted properly. Loaded idrive with a reload, reload symbol lighted properly. Checked jaw's movement (open/close), it worked fine and confirmed all symbols lighted properly. Surgeon tried to use the device to patient, but status indicator turned blue, then the device would not work anymore. After resetting the battery, the device worked fine. The procedure was delayed 10 minutes. Egia60amt reload was used. No patient harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one adapter both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. The eeprom was evaluated and the event log showed the presence of an error code traced to inconsistent insertion of the adapter. The handle was leaked tested and small bubbles were noted. They were traced to an excessive component mismatch at the front of the handle. The handle was disassembled for inspection of the circuit board. No abnormalities were found and no defects were found in the coating on the board. Visual and functional testing of the returned devices confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. The mismatch in the front of the handle was likely caused by a mismatch or burr in the tool resulting in a slight mismatch or non-fill condition at the supplier. A vendor process improvement has been initiated to track this failure mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
Additional follow-up information received as follows: *was any reinforcement material used in conjunction with the stapling device? No. *what was the date of the procedure? (B)(6) 2015. *what is the patient age, weight, gender? Not available. *was there any unanticipated tissue loss as a result of this problem? No. *was there any tissue damage as a result of this problem? No. *was there blood loss of 500cc or more due to the product problem? No. *did any additional blood loss resulting from this product problem require a blood transfusion? No. *was surgical time extended by more than 30 minutes due to the product problem? No *was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No . *what is last known patient status? No problem.

Manufacturer narrative:
(B)(4).